Manufacturer narrative:
Since the device came apart it is likely to have some pieces or fragments which can lead to injury. No information received reasonably suggests the patient was harmed or resulted in further intervention. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research (B)(4)). Details of this activity were discussed with (B)(4) office of compliance (B)(4) during a tele-conference on 05/31/2017. All available information has been disclosed. This complaint has now been closed.

Event description:
The probe was separated at the back after 5 seconds of operation. No sample.